Event description:
Nellcor received a report that small pieces of plastic from the punched out fenestration of a 6dicfen (fenestrated disposable inner cannula) were found loose in the packaging. It was noted that the patient developed a chest infection. A bronchoscopy was being contemplated by the respiratory therapist to see if loose debris may have been inhaled. Nellcor requested an update from the respiratory therapist but has not received a response.